Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was 269 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test and motor test. Pump received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.